Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device changeout procedure, the lead could not be removed from the pulse generator due to connector anomaly. The lead was electively capped and the device was explanted and replaced. The patient was stable prior, during, and post operation.